Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. The stm replaced the batteries in the iabp to resolve the issue. In addition, two cable clamps were also replaced. All functional and safety checks were performed to meet factory specifications, and the iabp was returned to the customer and cleared for clinical service. (B)(6).

Event description:
It was reported that during a preventative maintenance (pm) service performed by a getinge service territory manager (stm), the cs300 intra-aortic balloon pump failed the battery runtime test. There was no patient involvement and no adverse event was reported.